Event description:
Baxter (B)(4) received a report that a 5 ml/hr large volume folfusor overinfused during patient use. The device had been taped to the patient skin and the access site of the catheter was central vein. The total fill volume of 240 ml was infused over the course of approximately 36 hours rather than 48 hours. This implies a 6.67 ml/hr flow rate, which is 133% of the expected flow rate. The device was filled with a solution of 4800 mg fluorouracil diluted in 5% glucose. Infusion flow rate greater than 130% of expected rate has the potential to lead to a serious injury. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: this device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The lot number was not provided. Therefore, a batch review could not be conducted. Per the customer, this device is not available for evaluation. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Due to sample unavailability, the reported condition could not be confirmed and the root cause could not be determined.